Event description:
Caller alleged discrepant results with inratio meter versus lab. Inratio and lab testing were done on the same day.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values of patient 1 fell outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. In-house accuracy test. Test date: donor 1 (2009) and donor 2. Returned meter, in-house meters. Returned strip ln: 080584a. Comparative sys: sysmex 560; 2 therapeutic donors. In-house accuracy test. Results (080584a): the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. All meet the above criteria then no further action is required. No product deficiency produced. End-user reported accuracy discrepant test result. Meter and strips were returned. Patient information was not known. Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. The results are no considered discrepant within the context of the documented variability for inr testing. Returned products were tested. Accuracy criteria were met. Functional test was performed. All testing criteria met. No product deficiency was established. Meter memory record was reviewed. There were only two tests recorded. Test values did not match the ones end-user reported. Date: 2009; time: 11:38:50; strip: tt7ad; inr: 4.10; pt: 32.9; qc1: 13.0; qc2: 26.0; rc: 000; result: inr=ok. Date: same day; time: 07:10:19; strip: tt7ad; inr: 1.39; pt: 13.8; qc1: 12.7; qc2: 22.8; rc: 000; result: inr=ok. Complaint was irrelevant to meter. It is possible the complaint was to another meter. There is no sufficient information to determine the root cause of end-user's discrepancy. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. As of two months later, 41 discrepant results complaint was reported for lot #080584 yielding a complaint rate of 0.008%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action is required as no product deficiency was established.